Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had date and time outrange. Customer did not recall blood glucose at the time of incident. The insulin pump might have issue delivering insulin due to the pump error. Troubleshoot was performed. The issue was not resolved. Customer was advised time and date are out of sync. The pump time and date was not changed to allow pump to reach (B)(6) 2099, 11:59pm. Pump error happened at 1:50 pm again. It happened three times. The insulin pump will not be returning for analysis.